Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the product was damaged, most probably to make the explant possible. The condition of the return sample do not suggest that the damage was introduced during manufacturing. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The onset of the macular degeneration was not provided (2017). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (model zxt375, +21.5 diopter) was explanted in a secondary surgical procedure from the right eye of a (B)(6) male patient because of retina issues. Additional information was received and the account commented that there was no product quality issue. The lens was explanted because the patient had acute onset of macular degeneration. The incision was enlarged to removed the lens and sutures were used. No vitrectomy was performed and no serious patient injury was reported. A monofocal lens (model z9002, +21.0 diopter) was implanted as a replacement. No further information was provided.